Event description:
The customer reported that an xyz error code (specific code not provided) occurred during donor segment testing. After reboot, the probe appeared to leak. No erroneous results were reported, new segments were collected for retest. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Erroneous results were not reported as a result of this incident. A definitive root cause was not identified. Repairs and adjustments returned the analyzer to expected operation.